Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance and loss of capture. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.